Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a transfer guard anomaly on the insulin pump. Customer stated there was no leak present on the transfer guard. Customer's blood glucose was 600 mg/dl. The customer reported changing reservoir in order to resolve the issue. The reservoir will be returned for analysis.